Manufacturer narrative:
Device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced five infusion set cannula kinked events, first on 11-mar-2024, second on 19-mar-2024, third on 20-march-2024, fourth on 28-mar-2024 and fifth on 5-mar-2024. The event occurred within 3 hours of insertion. The infusion set was in use for few hours. Patient resolved it by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.